Manufacturer narrative:
The insulin pump was received with blank display due to a moisture-damaged electronic assembly. No moisture damage found on the motor, battery tube, vibrator and keypad assemblies during visual inspection. The unit was unable to perform the self test along with the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests or verify operating currents due to the blank display anomaly. The following physical damage was noted: cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked casing at a reservoir tube window corner, and a cracked reservoir tube window.

Event description:
The customer reported via phone call that she went to the beach and the insulin pump may have gotten wet; the customer did not remember any moisture exposure incident, but the insulin pump went blank. The customer changed the battery but the device remained blank. Troubleshooting was initiated for the blank display. There was a crack across the top corner of the reservoir chamber. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.